Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00423 on 22-oct-2020. Additional information (28-oct-2020): siemens reviewed the information provided and determined that no other samples were affected. The customer informed siemens that quality control (qc) results were in range at the time of the event. The sample tube was centrifuged for 5 minutes at 4500 revolutions per minute before initial testing. Siemens reviewed the atellica im 1300 analyzer log files, and there were no indications of a hardware issue. The cause of the falsely elevated troponin I ultra (tni-ultra) result is unknown, and siemens cannot rule out pre-analytical factors or a sample issue as the potential cause of the falsely elevated result. The customer is operational, and no further evaluation of the device was required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc), and informed that quality control (qc) results were in range. Siemens reviewed the system event logs, and noted no errors on the day of the event. Siemens is investigating the issue.

Event description:
The customer observed a discordant, falsely elevated, troponin I ultra (tni-ultra) result on one patient sample on an atellica im 1300 analyzer. The result was reported, and questioned by the physician(s). The customer used the same patient sample, and analyzer to perform repeat testing, and the repeat result was lower. The customer performed a look-back, and performed repeat testing on five samples from different patients. The customer noted an imprecision, and repeat results were lower than the initial test results. The customer issued a corrected report. There are no reports of patient intervention, or adverse health consequences due to the falsely elevated tni-ultra results.